Event description:
It was reported that post a coronary artery drug eluting stenting treatment procedure, the pt experienced stenosis. The 75% stenosed target lesion located in the distal circumflex (cx) was, 30.0mm long with a reference vessel diameter 3.0mm. Pre-dilation was performed with an unk 2.5x15mm balloon at 14atm. A 3.0x32mm taxus express2 stent was implanted in the lesion at 8atms. Post-dilation was performed with the taxus express2 stent's balloon at 14atms. Intravascular ultrasound (ivus) was performed and confirmed that the stent was implanted properly. The residual stenosis became 0%. The pt was discharged 1 day post index procedure. At 315 days post index procedure, stenosis was confirmed. Intervention was performed with an unk cutting balloon located in the 75% stenosed distal and proximal cx with residual stenosis 0%. The pt was discharged 2 days later on bayaspirin and plavix. One year follow-up was performed post procedure, no angina pectoris was confirmed.

Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.